Manufacturer narrative:
As reported, the screws from the gcx mounting bracket came loose causing draeger monitor to fall forward. The gcx mounting bracket is a non draeger product. The draeger device did not cause this event. We have notified the mounting bracket MFR (gcx corp) of this event for further investigation and possible corrective action by gcx corp. Draeger.

Event description:
It was reported that during treatment of a pt a nurse touched the draeger monitor which fell forward and hit her in the face. She suffered minor cuts and bruising and had to be relieved of her duties. A fault was diagnosed with gcx bracket due to the tension bolts working loose causing the 5 inch plunge plate tensioning mechanism to become loose and allowing the draeger monitor to fall. The draeger monitor was mounted on the gcx bracket. The nurse returned to duty the following day. The bracket was tensioned on instillation, but subsequently worked loose.